Event description:
It was reported that the left ventricular (lv) pacing impedance has gone from the 800 ohm range to greater than 2,500 ohms. It was also reported that it is consistent with a lead fracture. The lead remains in use. Follow-up is in progress and if additional information becomes available, it will be added to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continued: 5568-53 implantable pacing lead 2004-(B)(6), 4194 implantable pacing lead 2004-(B)(6), 6947 implantable defib lead 2004-(B)(6). (B)(4).

Event description:
Follow-up was able to determine that the lead is performing normally and that they will continue to follow the patient at routine scheduled appointments.